Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a gastric sleeve procedure, in the first shot with a green charge reload to be used in the device, the staple line was not well formed in the back of the stomach. When the device was opened, we realized that it had torn the serosa. I even noticed during the firing, that the blade advance was not uniform by the sound emitted by the device. The problem was only in the first shot. It is unknown how the procedure was completed.

Manufacturer narrative:
(B)(4). Batch # n56f17. Video and photo analysis: video provided show a cut on the tissue with a staple line bleeding, nothing else can be appreciated. No sound emitted by the machine was heard. Two pictures were provided; image number one shows a cut on the tissue with a staple line bleeding. Image number two shows what appears to be a needle making a suture on the tissue. Based on the video and pictures alone the event describe is confirmed, unfortunately there is not enough evidence in the video and pictures to determine root cause. The analysis found that one pse60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.